Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Hearing performance with the device was reportedly affected. No specific incident of trauma has been reported, however an impact to the implant is plausible, as the child struggles with multiple disabilities and can only move while lying on his back. The skin flap appeared to be normal, no redness or bruises were visible. Explantation was carried out on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility seems possible. Additionally, no satisfactory hearing performance had been developed with the implant since implantation, which was possibly due to the reportedly difficult medical conditions of the recipient. To determine an exact root cause of failure an investigation of the explanted device is necessary. Explantation is planned on (B)(6) 2019.

Event description:
Hearing performance with the device is reportedly affected. No specific incident of trauma has been reported, however an impact to the implant is plausible, as the child struggles with multiple disabilities and can only move while lying on his back. Explantation is scheduled for (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. No specific incident of trauma has been reported, however an impact to the implant is plausible.